Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a new pump and that every hour it is beeping. Their blood glucose is unknown. During troubleshooting, the pump passed the self-test, tone test and vibrate test. There were no reminders set or alarms in the daily history. The customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returning for analysis.